Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that six months ago she was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of hospital admission was 480 mg/dl. The customer also had the stomach flu. She was treated via IV drip of fluids and IV insulin drip. The customer also drove herself to the hospital three weeks ago due to blood glucose levels in the 600 mg/dl and 700 mg/dl range. The customer was dehydrated. She also experienced nausea and vomiting. The patient's physician increased her basal rates and since then she has been experiencing low blood glucose events. The patient's blood glucose at the time of call was 32 mg/dl. No further details were provided regarding the low blood glucose. Troubleshooting was declined. The insulin pump was not returned or replaced.